Manufacturer narrative:
Qn# (B)(4). Upon investigation of the returned sample, it was found that the malfunction was not reportable; thus the initial MDR, submitted on 04/26/2021, should be retracted.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported "sheath unable to flush" prior to patient use. A new device was opened for the procedure.